Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the health care provider (hcp) had extreme difficulty in aspirating drug. The hcp was eventually able to aspirate everything. A volume discrepancy was reported. The actual residual volume (arv) was greater than the expected residual volume (erv), arv: 5.2 ml and erv: 4.9 ml. When they were injecting new drug, the hcp had difficulty. The hcp tried 3 different refill kits but this did not help. With a lot of pressure on the syringe, the hcp was able to refill with only 8 ml. The patient had increased pain the prior 2 weeks. The hcp was unsure when the patient¿s next visit would be, but removing the drug, rinsing the reservoir and replacing the drug with saline would be considered at that time. At the time of report, the pump was used to infuse hydromorphone, clonidine, and bupivacaine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.